Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not distributed in the united states but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during the surgery, the pfna blade did not attach into the special screwdriver. Surgery was completed using a new blade. No consequences for the patient. The surgery was prolonged for approximately five (5) minutes. The procedure was completed successfully. Concomitant device reported: impactor for pfna blade (part# 03.010.410, lot# unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part: 04.027.033s, lot: l955999: manufacturing site: (B)(4), release to warehouse date: 05 july 2018, expiry date: 01.june 2028: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. A pfna blade was returned for investigation because it did not attach into the special screwdriver. The blade has no visible damages or traces of use on its surface. The implant was forwarded to the manufacturing site (synthes (B)(4)) and was checked for conformance to the specifications. The review of the device history record revealed that this pfna blade perf l90 tan was manufactured in july 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The functional test is based on an assembly test for the blade following the relevant work instruction. During the test, it was found that the blade could easily open and close. The blade was also tested with the impactor (03.010.410) and was easily assembled and disassembled. All dimensions of the blade received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawings. The received condition of the complaint does not agree with the complaint description since the blade could be assembled (locked) and disassembled (unlocked). In addition, the blade was tested with the impactor (03.010.410) and it worked properly. Therefore, from the manufacturing point of view this complaint is rated as not confirmed since no manufacturing issue was detected in the components manufactured. Thus, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.